Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 286 mg/dl. The customer delivered a bolus via the pump and a manual injection to stabilize bg level. The customer declined to troubleshoot with tandem technical support.